Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that this pacemaker was explanted due to device anomaly. The patient was reportedly experiencing 45 beats per minute (bpm) or less in the morning when the device was set at 60. The device was explanted. No additional adverse patient effects were reported.